Manufacturer narrative:
No evaluation conducted to date due to no product being available for return.

Event description:
The removable button couldn't be moved, because of this, the t's ripped off in the meniscus. No patient injury or complications were reported.

Manufacturer narrative:
Examination was not possible, as the device will not be returned. The investigation could not draw any conclusions about the reported event without the return of the device.